Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device shut down without user input and alarmed improper shutdown, which was verified through a review of the event history log and was not reproduced during evaluation. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down without user input and then alarmed improper shutdown. There was no patient involvement. No additional information is available.